Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. Log file analysis indicated optical signal loss, consistent with the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2024-00557. During a pulmonary vein isolation (pvi) procedure, a cardiac perforation occurred which required a pericardiocentesis to stabilize the patient. During the procedure, the contact force display of the catheter was purple without numbers and the contact force could not be reset. The tactisys quartz system was restarted, but the issue remained. A second tactiflex catheter (resterilized) was connected which did not resolve the issue. A third ablation catheter was connected and the issue remained. The physician decided to use the catheter without the contact force information to continue the procedure. At the end of the procedure, the patient became hypotensive and a tte revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.